Manufacturer narrative:
(B)(4). Initial system implant includes rns neurostimulator and two depth leads. Port 1, dl-344-10, left mesial temporal. Port 2, dl-330-10, right mesial temporal, burr hole cover.

Event description:
On (B)(6) 2018 the treating center observed pus draining from the incision site. The patient was taken to or that evening for irrigation, debridement and removal of the rns neurostimulator and both leads. The patient was placed on a 6 week course of IV antibiotics as per infectious disease. The treating center categorized the infection as a superficial and deep incisional infection.